Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that early battery depletion was noted. Patient will be scheduled for device replacement. The patient is stable with no adverse effects.

Event description:
New information notes that the patient passed on before the device was explanted due to a stroke. No issues with the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.